Event description:
On (B)(6) 2010, pt reported the down button on his infusion device is defective. Pt stated he noticed the issue when attempting to bolus today. Pt reported he immediately switched to his backup infusion device. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.